Event description:
It was reported that the device lost power as it was being used on a pt to take an nibp measurement. The device user informed that the two batteries in use during the event were already down to two leds at the start of the call. However, it is unk how long the device was in udr before it lost power. The pt outcome was ok and the device use had no adverse effects. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and provided directions/recommendations for proper battery maintenance.